Event description:
It is reported that customer received a compromised forced sensor alarm. Customer was advised that insulin pump did not recognize the reservoir. Customer's blood glucose was 5.8 mmol/l. Customer was advised that insulin pump would need to be replaced. No further info provided.